Event description:
Item broke during surgery. Used an identical backup device to complete surgery. Surgery time was not extended more than 30 min. The surgeon does not fault the device. The patient or surgical procedure was not affected in any way due to the problem. No broken pieces fell into or were left inside the patient.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.